Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown cup, unknown liner, unknown head, report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left total hip arthroplasty. Subsequently, the patient was revised approximately two years post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.